Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort because the ipg was slowly protruding through the surface of the skin but there was no actual skin breakage. The patient underwent an explant procedure.